Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2004: the patient was pre-operatively diagnosed with pseudoarthrosis, c5-c6. C6 radiculopathy on the right and underwent the following procedures: c5-c6 decompressive laminotomy and foraminotomy on the right. C5-c6 posterior spinal fusion utilizing local bone graft and bmp with bone graft. C5-c6 posterior spinal fusion utilizing mini lateral mass screw instrumentation. As per op-notes, "the bmp soaked sponge and bone graft was then packed in the gutters along the lamina and spinous processes at c5-c6. A lateral x-ray was performed and showed good position of the screws and rod and plate. Patient tolerated the procedure well. No patient complications were reported." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.